Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the guide wire and a balloon were alternately advanced towards the target lesion. When an attempt was made to further advance the guide wire, resistance was encountered, but the physician continued to manipulate the wire. During guide wire manipulation, a thrombus was noted angiographically. When the wire was withdrawn, it was noted that the tip had detached inside the catheter guide wire lumen. The tip remained within the balloon catheter and was not left in the pt. No pt injury was reported and no additional details were available.